Event description:
Bought an adhesive that sticks so tight that it is an ordeal removing it from the skin because it viriually strips off the skin on removal. The label says "made in columbia" but the distributor is uri los angeles california 90058.